Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using a digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specifications the rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the marker bands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that device leak occurred. The target lesion was in the shunt limb. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon could be inflated without problem up to 10 atmospheres. Negative pressure was then applied when removing the air before inserting the device into the body, but it was felt that the air was coming in even at that time. When the cutting balloon was deflated, the blood was pulled together (came into the indeflator). The procedure was completed using this device as it is. No patient complications reported.

Event description:
It was reported that device leak occurred. The target lesion was in the shunt limb. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon could be inflated without problem up to 10 atmospheres. Negative pressure was then applied when removing the air before inserting the device into the body, but it was felt that the air was coming in even at that time. When the cutting balloon was deflated, the blood was pulled together (came into the indeflator). The procedure was completed using this device as it is. No patient complications reported.